Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer complaint of loss of telemetry and it was attributed to the cable being out of specification electrically. It was further noted that the head's label was delaminated. Both the cable and the label were replaced to resolve. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had loss of telemetry. The rf head was returned for repair. No patient complications have been reported as a result of this event.